Event description:
It was reported that a pump failed the downstream occlusion test. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. If the device is returned, a supplemental report will be submitted.